Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 6.4, lab: 4.8. Pt's therapeutic range: 2.5 - 3.5 inr. On (B)(6) 2011, physician administered vitamin k based off of the 6.5 inr result and claims that she would not have if the pt's inr was only 4.8 inr.

Manufacturer narrative:
Investigation pending.